Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿the hernia sac was completely resected and a ventralex st mesh was placed and circumferentially secured.¿ (B)(6) 2021 - patient was diagnosed with abdominal wall infection underwent open repair with removal of ventralex st mesh. Per operative notes,¿ there were several pieces of suture material and an abscess cavity that was evacuated. The mesh was dissected; there were multiple adhesions of the mesh to the omentum that were transected and sutured.¿ attorney alleges that patient had abscesses, adhesions, infection, pain and suffering. It was also alleged that the patient had explant surgery, edema of the subcutaneous tissue, open draining wound, purulence/pus, deep surgical site infection, benign fibroadipose tissue with reactive changes, cellulitis, gradual development of a lesion/scabbing in the umbilicus, swelling, abdominal wall abscess around suture material, after mesh repair, chronic non healing abdominal wound, multiple adhesions of mesh to omentum.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of ventralex st, patient was diagnosed with adhesions, bacterial infection, abscess, inflammation and cellulitis thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and infection as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh.". Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.